Event description:
Inner packaging damaged and open while the outer packaging is sealed. Surgical delay of 3 minutes occurred.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was returned. Visual examination of the provided photographic evidence and the returned product denoted that the inner and outer blister of the packaging were melted/deformed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> ¿product code 150410103 work order (B)(4) was manufactured on 16 july 2021. ¿ 12 parts were manufactured to specification. ¿ there was no scrap associated with this lot. ¿ 01 non-conformances associated with this lot: 1. (B)(6) is related to a digital callipers wall thickness (snap gauge) failed calibration. There is no correlation between this non-conformance and the failure mode of the complaint. ¿ there were no deviations associated with this lot. Device history review ==> a manufacturing record evaluation was performed for the finished device lot/serial/batch number, and no related non-conformances / manufacturing irregularities were identified.